Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: g4: manufactured date: 4/14/2014, d4: expiration date: 4/1/2024, g1: physical manufacturer: selzach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 351.706s. Lot: 8932181. Manufacturing site: (B)(4). Supplier: früh verpackungstechnik ag. Release to warehouse date: 14. April 2014. Expiry date: 01.april 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR review for non sterile part 351.706 / 7601377 will be performed by monument site. Manufacturing location: supplier ¿ magnum manufacturing / inspection, packaging and release by: monument. Release to warehouse date: 11-mar-2014. Part number: 351.706, 2.5 mm reaming rod with ball tip/950 mm. Lot number: 7601377 (non-sterile). Lot quantity: 75. Work order traveler met all inspection acceptance criteria. Certificate of compliance supplied by magnum dated 28-feb-2014 was reviewed and determined to be conforming. Heat treat certified to meet specification of hr15n 65-72 although actual value is not documented. Tensile strength test value certified at 2,159-2,211 (minimum specification 2,000). Inspection sheet, incoming final inspection, 351if706 rev n met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ad was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 41033, mp35n*ri2.50. Lot number: 7117693. Lot quantity: 1,626 lbs. Product traveler met all inspection acceptance criteria. Certificate of tests supplied by carpenter dated 15-nov-2012 was reviewed and determined to be conforming. Lot summary report dated 05-dec-2012 met all inspection acceptance criteria. Raw material receiving/put away checklist met all inspection acceptance criteria. Device history review: 29-aug-2019: DHR reviewed by: mschoenfeld. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during the retrograde nailing femur procedure, the scrub tech used the back of a stryker quick connect chuck over the ball tip guidewire near the end to bend t-handle jacobs chuck and comes in place at ~10 mm proximal to the area scrub intended to bend the wire to act as fulcrum. The wire broke wire 3-4 mm proximal to ball end with what tech described as minimal effort. Tech reported that previously he has applied significantly more force and has not had an issue with wire breakage. Second ball tip wire was brought and the same course of events occurred, again described as breaking/snapping when attempting to bend the wire. Surgeon reamed over wire that had ball tip broken off. There were no fragments generated. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. Concomitant device reported: universal jacob chuck (part#: 393.10, lot#unknown, quantity 1). Stryker quick connect chuck (part#: unknown, lot#unknown, quantity 1). This is report 1 for 2 (B)(4).